Event description:
It was reported that the pump exhibited a damaged downstream occlusion. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device has a damaged downstream occlusion (dso)" was confirmed. The probable cause was the dso seal was damaged due to use. During visual inspection it was found that the dso seal was damaged. The investigation also found that lens was delaminated, and the device presented data loss due to a depleted battery coin. The dso seal, lens and main board were replaced. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.